Event description:
It is reported that after the patient inserted the lens for the first time she felt pressure, heavy pain and dizziness. The next day her eye was still red. She consulted an eye doctor and was told that she has corneal damage and bacterial contamination. Follow up attempts to gain more information were made with no reply to date. This is being filed as unconfirmed corneal damage and bacterial contamination.

Manufacturer narrative:
This is being filed as unconfirmed corneal damage and bacterial contamination. The lens inspected were within specification and could not confirm the reported problem.